Event description:
Nurse finger stuck by used needle that had penetrated through sharps container. Second event of same nature. Dates of use: (B)(6) 2012 - (B)(6) 2013. Event abated after use stopped or dose reduced? Yes.